Event description:
Rptr states, as the implant was opened in the o.r., the inner seal on the inner tyvek package (which contains the sterile implant) was slightly opened compromising the package. A alternate implant available was then opened and implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicated that there were no discrepancies observed with the returned product.